Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed there were episodes of auto mode switch caused by atrial lead noise. Programming changes were recommended. The physician elected to not make any changes at this time and continue to monitor the lead. There were no adverse consequences to the patient.